Event description:
The customer reported experiencing repeated occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use room temperature insulin, cycle the cartridge at least five times before filling, and position the pump with the cartridge tubing facing down, the customer was using cold insulin and was not completing these steps correctly. The customer declined troubleshooting.